Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During MRI, the device went into back-up vvi mode and the patient lost high voltage (hv) therapy. The device was returned to original programmed settings. The patient was in stable condition.